Event description:
Spider 7.0mm filter was placed prior to atherectomy. After atherectomy completed retrieval catheter was inserted over filter wire and filter tip of wire was captured within catheter. As catheter and wire were being pulled up the retrieval catheter snapped off the wire and was left inside patient. A 5 mm snare was deployed over filter wire and was successful in capturing all the catheter portion left in patient. Catheter would not pass through sheath so procedure was ended early.